Event description:
When the user carton was opened, there was no iab in the box. On 11/12/97 it was reported that on 10/15/97 the balloon pump catheter was opened and the actual balloon was not in the box. Event complications: unk - reported 10/22/97 and 11/22/97. Pt current status: unk - rpt'd 10/22 & 11/22.

Manufacturer narrative:
Evaluation: a user carton, labeled as containing iab s/n j1538608, was returned for evaluation. Visual inspection of the carton contents revealed an unused, sealed insertion kit, lot aby. There was user documentation in the carton. No iab was observed to be present within the box. Probable cause of difficulty: on 10/22/97, co was advised of an iab missing from a user carton at st. Vincent infirmary medical center. Upon investigation co discovered the following: 1. Iab in question, s/n j1538608, was shipped to the facility on 8/25/97. It was part of five iab shipment sent to this account on that date. Federal express documentation indicated that the total shipment weighed 10.50 pounds. 2. Serial number j1538608 did not appear on any other shipment in a check of co computer files, only on order #c55103 for st. Vincent infirmary in little rock, arkansas. This type of complaint is extremely rare. Given co packaging and shipping process, it is extremely unlikely that a kit could be shipped without an iab, although co position is to assume the customer is correct. The weight of this shipment (sent via federal express) is consistent with the weights recorded for similar iab shipments to this facility (via federal express). If the iab was not present in the user carton, the shipment would have weighed less which would have been reflected in the recorded weight. As you can see, the weight of the shipment is not consistent with the reported problem. This scenario makes it extremely unlikely that a kit can be shipped without an iab. Co does know of instances where an account may require a second iab in an emergency situation and the iab is taken from another kit, leaving the user carton - and the insertion kit - on the shelf. There is also the possibility of pilferage. Co can only speculate on what may have occurred.